Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). Lot number identification necessary to review manufacturing history was not provided. Current information is insufficient to permit conclusion as to the cause of the event. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when the surgeon wrapped the strap around the ankle, it tore. The surgeon was able to finish the surgery with the same strap - he just used a different hole.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual inspection confirmed the reported event. The ankle strap is torn. The item is rationalised and the current ankle straps are manufactured from silicone. The strap is used together with the mating part - the metal ankle yoke. The strap is hooked on the yoke. Any sharp edges or corners of the yoke could potentially cause the tear. It is also possible that the item was used multiple times and went through multiple sterilisation cycles that would contribute to reduced silicone strength. However, the exact root cause is unknown. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that when the surgeon wrapped the strap around the ankle, it tore. The surgeon was able to finish the surgery with the same strap - he just used a different hole.